Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant of the left ventricular (lv) lead, the guidewire could not be retracted. A different lv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of inability to retract guidewire from the lead was confirmed. As received, a complete lead was returned in one piece with the stylet, not the guidewire, stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly. The cause of the reported event was isolated to the bunching of the stripped stylet, ptfe coating, and inner coil.